Event description:
Caller reported a malfunction on the pump, identified as malf 13, and no notable events occurred prior to the issue. There was no adverse impact on the customer¿s blood glucose level. Technical support resolved the issue by deciding to replace the pump as it was still under warranty. The customer agreed to use a backup insulin pump to ensure continued insulin delivery and acknowledged instructions for putting the malfunctioning pump into storage mode and returning it to tandem. A new replacement pump was sent, and the customer was advised to program their pump settings and connect their cgm to the new pump.